Event description:
It was reported the valve was implanted in 2006. At 3 months, the patient presented with a 30 mm gradient. The valve was removed the following year, and the patient had recently gone up from a 90 mm gradient to a 100 mm gradient. When the physician explanted the valve, he noticed a little bit of calcification on the leaflets.